Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to long time observations high impedances greater than 2500 ohms due to a lead fracture. Lead was destroyed during the explant, so will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned from the field destroyed like reported. There were five lead segments returned, where it appears that a few segments were not able to be returned. Visual inspection revealed lead insulation damage and deformed conductor coils. The damage appeared to be insulation abrasions near the lead tip, where this type of damage is consistent with lead on lead contact within the heart. Inspection also noted calcification in multiple places along the lead body and tip. An x-ray of the segments was performed where no fractures were able to be confirmed. Analysis determined that the reported high impedance measurements were likely the result of the lead damage and calcification observed by the laboratory.

Event description:
Supplemental report is being filed with analysis details.